Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that this was a percutaneous coronary stent implantation. After the stent was implanted, the physician used an angio-seal for artery hemostasis. However, he found there was resistance when he tried to advance the combined dilator and the sheath along the guide wire. Then the physician withdrawal it, and found the dilator was bent. The physician changed to another angio-seal and finished the surgery successfully. The reported event did not result in patient injury and/or require medical or surgical intervention. There was no blood loss. There were no other devices or equipment used with the reported product.